Manufacturer narrative:
Event date is approximated. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. It was identified the mobile view station (mvs) would not power on. Outlet power was checked. It was discovered the fuses had failed. Rush suppressors were also checked. The fuses were replaced, the imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) was not powering on.

Manufacturer narrative:
Correction: evaluation summary attached was updated to the correct value.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.